Event description:
It was reported via repair work order that the power cord sheathing was damaged. It was also reported that the bed brakes would not engage due to damaged caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.